Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported it wasn't the battery, it was the setting. Patient found after changing the charger. The issue was resolved put the setting back to what it was.

Manufacturer narrative:
B3: event date is an estimate (month/year valid) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was the patient said their implant battery used to last over 30 hours, but now the implant battery barely lasts 24 hours. Patient had noticed this for maybe a month or less. Agent asked, patient said they had not had any changes to their settings in the last month or so and did not feel any different. The issue was not resolved. Agent reviewed depletion depended on settings/usage and redirected the patient to their doctor's office to further address the issue. Patient said if they notice the implant battery lasts less than 24 hours, they will contact the office. No symptoms were reported.